Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional graftmaster device is being filed under a separate medwatch report number.

Event description:
It was reported that this was a percutaneous coronary intervention in the heavily calcified left anterior descending coronary artery. High pressure balloon dilatation was performed with non-abbott, non-compliant balloons for predilatation. After predilatation, a perforation was noted. The 2.8x19 mm graftmaster stent delivery system (sds) was inserted to treat the perforation, but it was unable to cross the vessel due to the calcified anatomy. A 3.5x16 mm graftmaster sds was inserted, but was unable to cross because of the calcified anatomy. A 3.5x26 mm graftmaster sds was inserted and successfully crossed. The 3.5x26 mm graftmaster stent was deployed and treated the perforation successfully. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed as the device was advanced and removed through a proxy guiding catheter without any resistance noted. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents, there is no indication of a lot specific product quality issue. There was no damage noted to the stent delivery system during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was reported that force was applied against resistance. It should be noted that the device instructions for use (IFU) states: if removal of a stent graft system is required prior to deployment, ensure that the guiding catheter is coaxially positioned relative to the stent graft delivery system, and cautiously withdraw the stent graft delivery system into the guiding catheter. Should unusual resistance be felt at any time when withdrawing the stent graft towards the guiding catheter, the stent graft delivery system and the guiding catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. In this case, the reported IFU violation does not appear to have caused or contribute to the reported complaint. The investigation determined the reported failure to advance, difficulty to remove and material separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance and likely causing the inner/outer member and balloon to bunch and the hypotube to kink resulting in the difficulty to remove from the guiding catheter while in the anatomy. Manipulation against resistance ultimately resulted in the reported hypotube separation during retraction. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as an additional graftmaster stent was deployed and treated the perforation successfully. The noted kinks and bends on the hypotube and jacket likely occurred during packaging for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10: changed from no to yes: device available for evaluation. H3: changed from no to yes: device evaluated by manufacturer. H6: device codes 1528, 1562, and 2017 were added. Method code 4115 changed to method code 10. Added additional results and conclusions codes.

Event description:
It was reported that this was a percutaneous coronary intervention in the heavily calcified left anterior descending coronary artery. High pressure balloon dilatation was performed with non-abbott, non-compliant balloons for predilatation. After predilatation, a perforation was noted. The 2.8x19 mm graftmaster stent delivery system was inserted to treat the perforation, but it was unable to cross the vessel due to the calcified anatomy. A 3.5x16 mm graftmaster sds was inserted, but was unable to cross because of the calcified anatomy. A 3.5x26 mm graftmaster sds was inserted and successfully crossed. The 3.5x26 mm graftmaster stent was deployed and treated the perforation successfully. Subsequent to the previously filed report, additional information was received that the shaft of the 2.8x19 mm graftmaster stent delivery system separated outside the patient as a result of the failure to cross. There was resistance met with the guiding catheter during withdrawal and force was applied. No additional information was provided.